Event description:
The customer and fe described a situation in which the system locked up and/or failed to boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system pcbs were evaluated and reseated. The system software was reloaded. The system was tested and found to be working as intended and returned to service.